Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to atrial pacing inhibition. The rv lead was capped on (B)(6) 2025. The patient was stable throughout.